Event description:
Written report received from baxter states, "leaking infusor from distal end-cap appears to be loose". Additionally, reporter indicates that customer experienced this problem in the past with devices from other batch number(s), devices always contained 5 fluorouracil, and condition always occurred prior to pt use. Reporter further states no one was exposed to the solution and affected unit was contained in a plastic bag. Per reporter no one was injured or required medical intervention as a result of the reported condition.